Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the guidewire could not be removed from a left ventricular lead during the implant procedure. When physician pulled harder, the lead fractured. Lead was exchanged for another. Patient had no consequences as a result of the event.